Event description:
Device malfunction: stent fracture. Time of malfunction: 3 yrs post-implant. Symptoms/ae: none. It was reported that approx 3 yrs after an xact stent was implanted in the common carotid artery, an angiogram showed that the carotid artery was patent; however, the xact stent appears to have broken in half. No intervention has been performed. Though requested, no add'l info was available.

Manufacturer narrative:
The stent remains in the pt. The lot number was not provided; therefore, a device history record review could not be performed. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakage, or deformation per testing based on worst case conditions.